Event description:
It was reported there were atrial markers after ventricular sensed and ventricular paced beats on electrogram review and there is possible far field r-wave (ffrw) oversensing. It was further reported there were short ventricle-ventricle interval counts. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2005; 5076-45 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).